Event description:
It was reported that on (B)(6) 2015, a 3.0x28mm xience alpine stent was successfully implanted in the proximal left anterior descending (lad) coronary artery. Post procedure, the patient experienced elevated creatine kinase (ck), creatinine kinase-myocardial band (ck-mb) and troponin. On (B)(6) 2015, a non-st elevation myocardial infarction (stemi) was diagnosed. Medication was provided and hospitalization was prolonged. Per study physician, the mi was possibly related to the procedure. The event resolved without sequela and on (B)(6) 2015, the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
The patient and device codes, were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6) 2015 (1746): troponin I=0.95 ng/ml, upper reference limit 0.05 ng/ml. (B)(6) 2015 (0743): ck = 332 u/l, normal upper limit 233. (B)(6) 2015 (0743): ck-mb = 33.7 ng/ml, normal upper limit 5.0. (B)(6) 2015 (0743): troponin I= 5.40 ng/ml, upper reference limit 0.05 ng/ml. (B)(6) 2015 (0839): ECG = non-st elevated myocardial infarction (stemi). (B)(6) 2015 (1157): ck = 304 u/l, normal upper limit 233. (B)(6) 2015 (1157): ck-mb = 29.2 ng/ml, normal upper limit 5.0. (B)(6) 2015 (1157): troponin I= 4.64 ng/ml, upper reference limit 0.05 ng/ml. (B)(6) 2015 (1532): ck = 283 u/l, normal upper limit 233. (B)(6) 2015 (1532): ck-mb = 24.4 ng/ml, normal upper limit 5.0. (B)(6) 2015 (1532): troponin I= 4.0 ng/ml, upper reference limit 0.05 ng/ml. (B)(6) 2015 (1939): ck = 219 u/l, normal upper limit 233. (B)(6) 2015 (1939): ck-mb = 16.8 ng/ml, normal upper limit 5.0. (B)(6) 2015 (1939): troponin I= 3.18 ng/ml, upper reference limit 0.05 ng/ml. (B)(6) 2015 (2355): ck = 175 u/l, normal upper limit 233. (B)(6) 2015 (2355): ck-mb = 12.2 ng/ml, normal upper limit 5.0. (B)(6) 2015 (2355): troponin I= 3.25 ng/ml, upper reference limit 0.05 ng/ml. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. It should be noted that myocardial infarction (mi) is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.